Manufacturer narrative:
H.6. Investigation summary: one (1) sample and one (1) photo were provided by the customer for investigation on (B)(6) 2019. A small particle was examined using fourier-transform infrared spectroscopy (ftir) analysis and was identified as cardboard. The photo provided shows a magnified view of the particle. Shelf cartons and cases made of cardboard are used during the packaging and shipment of the blister packs. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Event description:
It was reported that bd¿ blunt filter needle had foreign matter in the syringe. The following information was provided by the initial reporter: it was reported that after extracted the solution from the vial via the filter needle, a particle was observed in the syringe. The particle¿s size is app. 2 mm.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ blunt filter needle had foreign matter in the syringe. The following information was provided by the initial reporter: it was reported that after extracted the solution from the vial via the filter needle, a particle was observed in the syringe. The particle¿s size is app. 2 mm.